Manufacturer narrative:
The manufacturer previously reported that during the final testing of the device by the manufacturer's field service engineer (fse) the device failed the active exhalation verification test step. The fse replaced the system board to address the issue and the device continued to fail the test step. The device's three-way solenoid valve and proportional valve were replaced, and the device passed all testing. The components were returned to the product investigation laboratory for further evaluation. The proportional valve issue is currently under investigation, and no further evaluation is required at this time. The device's three-way solenoid valve and system board were evaluated independently on a test station and found to function as designed. No malfunction of these components was noted.

Event description:
The manufacturer previously was notified that a ventilator failed a test step for fio2 sensor receptacle verification. There was no harm or injury reported. There was no evidence the device was in patient use. This test step failure would not affect the device's ability to deliver therapy. The evaluation had not yet been completed. During the final testing of the device by the manufacturer's field service engineer (fse) the device failed the active exhalation verification test step. The fse replaced the system board to address the issue and the device continued to fail the test step. The device's three-way solenoid valve and proportional valve were replaced, and the device passed all testing.